Event description:
Complainant alleged that the clinicians were treating a pt suffering from malnutrition and in the end stages of anorexia. The complainant reported that the pt was severely frail and thin, and was extremely edematous from being pumped with fluids. The pt coded and the clinicians administered one 200 joule shock to the pt using stat pads multi-function electrodes (part number 89004000, lot number 5201) with the device. The clinicians administered a second shock to the pt at 300 joules, but upon the administration of the second shock, the device displayed a "defib pad short" message. A fresh set of pads were then applied to the pt, but the device still displayed a "defib pad short" when defibrillation was attempted. The clinicians then obtained another mseries device and applied another fresh set of electrodes to the pt, but after the delivery of the three shocks from this device, this device also displayed a "defib pad short" message. The nurse the used paddles to shock the pt. The pt subsequently expired, but the complainant indicated that the pt outcome was not as a result of the reported malfunction, as the pt's prognosis was poor and they do not feel that the device malfunction contributed to the pt outcome. The used electrodes have not been returned to zoll for eval as they were inadvertently discarded subsequent to the event.